Manufacturer narrative:
Potential loosening of poly inserts and potential wear of the poly inserts was reported. Revision surgery occured. Review of the device history record indicates the device was manufactured to specification.

Event description:
Potential loosening of poly inserts and potential wear of the poly inserts was reported. Revision surgery occured.

Manufacturer narrative:
It was reported that patient with a total knee implant got several diseases that had impact on patient health. The patient subsequently complained of pain and instability in the knee. Revision surgery occurred. Following revision surgery, potential loosening of the poly inserts and potential wear of the poly inserts was reported. It was also reported that femoral loosening between cement and bone as well as medial tibial implant loosening were observed. Review of the device history record indicates that the device was manufactured to specification. The retrieved tibial tray implant and tibial poly inserts were returned for investigation. The implants were measured and compared to nominal design specifications. The tibial tray implant was found to be within specification. The tibial inserts were found to measure out of specification. Return records show that the inserts were steam sterilized/disinfected prior to return, so this dimensional change is expected. Review of original inspection records show that the inserts were measured within specification prior to release. Visual inspection of the returned inserts show wear patterns consistent with femoral articulation. The wear pattern appears to be consistent with length of time implanted. Sporadic deeper scratches and pits were identified which are consistent with wear debris in the joint. This may be due loose particles of bone or cement from the reported loosening. Tibial insert interlocks were inspected. The interlock tabs exhibited cracks consistent with removal from the tibial tray with an osteotome during revision surgery. There were no signs of improper tab installation or engagement.

Manufacturer narrative:
It was reported that patient with a total knee implant got several diseases that had impact on patient health. The patient subsequently complained of pain and instability in the knee. Revision surgery occurred. Following revision surgery, potential loosening of the poly inserts and potential wear of the poly inserts was reported. It was also reported that femoral loosening between cement and bone as well as medial tibial implant loosening were observed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that patient with a total knee implant got several diseases that had impact on patient health. The patient subsequently complained of pain and instability in the knee. Revision surgery occurred. Following revision surgery, potential loosening of the poly inserts and potential wear of the poly inserts was reported. It was also reported that femoral loosening between cement and bone as well as medial tibial implant loosening were observed.